Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received without a pouch for evaluation. Upon visual inspection, the j-loop was separated from the tubing and a solvent ring was found on the tubing end. The reported condition was confirmed. The root cause was not determined.

Event description:
The customer reported to baxter (B)(4) of a catheter ext set-japan onlyj-loop with luer slip in which "the male luer had separated from the tubing when the pouch was opened." The event was reported to have occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.